Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare provider (hcp) had read "medtronic, merck, and FDA articles" that mentioned faulty batteries that leaked. Further information was not provided including if there was a patient involved, drug information, if any symptoms were experienced, what the pump issue was and the cause, if surgical intervention occurred, and outcome. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.